Event description:
While patient was on crrt treatment, screen froze and read "scale open". Nursing staff tried to troubleshoot and was unable to regain control. The device was removed from service and a field service engineer was contacted. Fse (field service engineer) calibrated scales and upgraded software. Once determined that the machine was operating properly, the device was returned to service. Manufacturer response for hemodialysis, prismax (per site reporter): fse was called in to investigate machine. He performed a calibration and upgraded the software. After confirming machine was operating properly, it was returned to service 2/24.